Event description:
It was reported that: "trial broke apart trying to remove it after trial reduction."

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded and not returned to the MFR. The lot code for the reported device was not provided either. Additional info pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.